Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/27/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * can you identify the lot number of the product that was used? * if possible, could you please confirm how many sutures detached from the needle during use on patient (suturing, tying of knots)? * if possible, could you please confirm how many sutures detached from the needle when pulling out of the pack? * please provide the source or name and title of the external person providing answers to follow-up to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the thread detached from the needle during surgery and even when pulling out of the pack. No patient harm reported. Additional information was requested.